Event description:
It was reported that two opus speedscrew´s green sutures snapped when passing into the anchor. The anchor was removed from the patient using tweezers. The patient required additional anesthesia for the removal of the anchor. The procedure was completed with a s+n back up device. No further complications were reported. There was a delay greater than 30 minutes.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4).

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the tensile strength for the material is specified and a certificate of analysis is required with each shipment. A review of the suture material specifications found that the knot pull strength is specified and a certificate of conformance and certificate analysis required with each shipment. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.